Manufacturer narrative:
The insulin pump passed the displacement, rewind, prime/a33, basic occlusion and occlusion tests. The insulin pump primed properly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer called and reported that the insulin pump spattered insulin while filling the tubing and numbers did not appear on the screen. There was no compromised force sensor system alarm received. Customer's blood glucose was 194 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.